Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized; however, it cannot be confirmed that the lead pin is fully inserted into the generator header due to the film angle. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated high lead impedance readings were noted at an office visit. No trauma or device manipulation was admitted. X-rays reviewed by the manufacturer did not identify any lead anomalies, but could not confirm if the lead pin was past the generator connector block due to the film angle. A surgery consult is planned.